Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective ac power module. The reported problem was confirmed. The device was operational after defective ac power module is replaced with a new one. The investigation concludes that no further action is required at this time.

Event description:
It was reported the customer found the device had no power. There was no patient involvement.